Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was utilized. Following the second application, the physician identified the presence of bubbles after ablation of the right superior pulmonary vein (rspv). Bubbles were observed in the aspiration syringe and no air were observed in the patient. The sheath was replaced, and the procedure was completed without any patient complications. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was utilized. Following the second application, the physician identified the presence of bubbles after ablation of the right superior pulmonary vein (rspv). Bubbles were observed in the aspiration syringe and no air were observed in the patient. The sheath was replaced, and the procedure was completed without any patient complications. The device will be returned for analysis.